Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was cracked. Reportedly, the cause of the screen crack was unknown. There was no reported adverse impact to the customer. Reportedly, the customer had pen injection supplies available for insulin therapy.